Event description:
The device was applied during as laparoscopic nissen procedure. Reportedly the clips did not advance properly. The hosp has reported that no pt injury occurred. Expiration date:6/30/2001.